Manufacturer narrative:
There were no electronic event files or ECG monitoring waveforms available for review for this incident. A philips field service engineer evaluated the device and was unable to duplicate the failure. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was reported to philips that the heartstart xl defibrillator had a defib cycle power failure while performing sync on a patient. The sync shock could not be delivered. The heartstart xl was turned off and on and then delivered the shock. The patient died.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.